Manufacturer narrative:
Additional information from catalog #: 72402287, 72401964; (B)(4). Attempts have been made to obtain additional information and the device, these were unsuccessful. Should additional information become available regarding a revision surgery, it will be re-evaluated and a follow-up report sent. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, reason not provided and device has not been returned for analysis. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2007, a (B)(6) female was implanted with an acticon device. On (B)(6) 2008, the cuff was revised. On (B)(6) 2010, the entire device was removed reason not indicated. Ams has requested additional information.